Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer was changing pump supplies every 4-5 days. Tandem clinical support informed customer that changing pump supplies every 4-5 days is off label per the tandem user guide. Customer blood glucose was 202 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.